Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirmed that the impactor failed as result of a weld failure at the. This was likely due to fatigue loading of the weld joint caused by repeated impacts. This failure mode has been previously identified. Since the manufacturing of the complaint device, design and process changes have been implemented to eliminate/ reduce the occurrence of this failure. The returned product was produced before this change was in effect. The device exhibits signs of extreme wear/ usage. The device was manufactured in 2018. A medical investigation was conducted and this case reports that the straight impactor bumper broke during the procedure. Per complaint details, there was no patient injury or surgical delay, and the procedure was completed with a backup device. Since no harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during thr procedure while inside the patient the r3 straight shell impactor broke. The procedure was completed without delay with an smith&nephew backup device. No report of patient injury or harm was received.